Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the end of (B)(6) 2024, the recipient was observed with a scalp ulceration over the implant, but the hearing performance was normal. Suggestion was given to stop wearing the external device for observation. Based on the conclusion of doctors consultation on (B)(6) 2024, it was decided to remove the implant first and repair the recipient's skin flap. Re-implantation will be performed after the skin flap is cured. The recipient has been explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin and skin ulceration. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the ulcer. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. This is a final report.

Event description:
At the end of (B)(6) 2024, the recipient was observed with a scalp ulceration over the implant, but the hearing performance was normal. Suggestion was given to stop wearing the external device for observation. The recipient has been explanted.